Manufacturer narrative:
The authorized service personnel (asp) replaced the power supply to address the reported issue. Failure analysis on the returned power supply shows that the shorted q1 created the 0-volt output. Due to power supply with 0 voltage output, the backup battery will not charge.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02/09/2021.

Event description:
The customer reported that the battery is not charging. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.